Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) year old male patient had a skin irritation. The patient's skin irritation was under the ECG electrodes. The patient's physician gave the patient a lotion for the skin irritation. The medical outcome of the skin irritation is unknown.